Manufacturer narrative:
Context *********************** a customer in united states notified biomérieux of obtaining a misidentification of streptococcus agalactiae as klebsiella pneumonia when testing a urinary isolate with the vitek ms instrument - 410895 ( serial number : (B)(6)) investigation results *********************** **complaint analysis** no systematic quality issue has been identified. **spot preparation quality** the calibrator ¿all peaks¿ values are heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator, operator skills, ¿). **fine tuning** according to the vilink alert tool criteria, no fine tuning was needed on vitek ms during customer¿s tests gram staining was not done, it would have alert the user that the identification could be questionable because klebsiella pneumonia is gram negative and group b strep is gram positive. The following limitation is mentioned in the user manual supplements - 161150-925 - a1 ¿ en ¿ vitek ms clinical - v3.2 kb us: * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ * testing of species not found in the database may result in an unidentified result or a misidentification. In addition, it has been observed that spot quality preparation has to be verified with the customer. There are several information regarding this kind of issue listed in the ¿user manual - 161150-1377 - - vitek ms workflow clinical use us¿ ¿ « sample preparation failure¿ section : ¿if none of the vitek® ms-ds target slide positions for a sample yields satisfactory identification results, check the appearance of the deposits (for example, the deposit has been spread outside the well limits or the deposit is too dry and peels off from the vitek® ms-ds target slide). If contamination or poor crystal formation could have been the cause of the unsatisfactory results or if no matrix was added, use a spot on a new vitek® ms-ds acquisition group and repeat the procedure, ¿¿; contamination ; inappropriate quantity of colony ; inappropriate application of the matrix ; insufficient drying of the spot, ¿ » conclusion : ******************** the misidentification could result from a sample preparation issue. In order to confirm the cause of the issue, additional data has been asked to the customer. Local customer service has tried multiple attempts to retrieve the customer¿s data without any success.

Event description:
Intended use: the vitek® ms system is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue: a customer in united states notified biomérieux of obtaining a misidentification of streptococcus agalactiae as klebsiella pneumonia when testing a urinary isolate with the vitek ms instrument - 410895 ( serial number: (B)(4). Summary: source: urine. Initial testing: vitek ms, klebsiella pneumonia. Alternate method testing: latex agglutination test, group b strep. The customer has indicated that the initial wrong identification had not been reported to the doctor. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Per biomérieux internal standard operating procedures, organism misidentification in association with vitek® ms instrument is considered to be a potentially reportable event (pre). Incorrect ID result - injury or illness could result from an incorrect organism identification. Lack of appropriate diagnosis or therapy, continued administration of inappropriate antimicrobials or other potentially toxic therapies may result. This review has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. A biomérieux internal investigation will be initiated.